Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Outer tubing overlay was breached.

Event description:
It was reported that there was a rv lead integrity warning. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a rv lead integrity warning. Additional information obtained through follow up indicate there was oversensing and short interval counts that led to repositioning procedure on the day after the implant. It was further reported that the physician discovered a nick in the insulation in the proximal portion of the lead possibly indicating damage at the implant time. The lead was was replaced. No patient complications have been reported as a result of this event.